Event description:
(B)(4) study. It was reported that post percutaneous coronary intervention, in-stent restenosis occurred. On (B)(6) 2011, the subject presented with unstable angina and cardiac catheterization was recommended. Coronary angiography was performed. Subsequently, the index procedure was performed. The target lesion was located in the distal right coronary artery (rca) with 95% stenosis and was 20mm long with a reference vessel diameter of 3.25mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 mm x 24 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Post procedure the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient was diagnosed with worsening coronary artery disease and cardiac catheterization was recommended. At the time of the event, the patient was on aspirin and prasugrel and the study drug was last taken on (B)(6) 2012. On (B)(6) 2013, cardiac catheterization was performed and revealed an in-stent restenosis in the distal region of the rca. The patient was referred for percutaneous coronary intervention (pci) and non-tvr (target vessel revascularization) was performed to circumflex. Post procedure, the event was considered resolved without residual effects.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that post percutaneous coronary intervention, in-stent restenosis occurred. On (B)(6) 2011, the subject presented with unstable angina and cardiac catheterization was recommended. Coronary angiography was performed. Subsequently, the index procedure was performed. The target lesion was located in the distal right coronary artery (rca) with 95% stenosis and was 20mm long with a reference vessel diameter of 3.25mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 mm x 24 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Post procedure the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient was diagnosed with worsening coronary artery disease and cardiac catheterization was recommended. At the time of the event, the patient was on aspirin and prasugrel and the study drug was last taken on (B)(6) 2012. On (B)(6) 2013, cardiac catheterization was performed and revealed an in-stent restenosis in the distal region of the rca. The patient was referred for percutaneous coronary intervention (pci) and non-tvr (target vessel revascularization) was performed to circumflex. Post procedure, the event was considered resolved without residual effects.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).